Event description:
It was reported that during a surgical procedure, melting damage was observed on the rover power cord. Backup equipment was used to complete the procedure, w/o causing a surgical delay. No pt or injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
A field service technician was dispatched to the user facility and the complaint was confirmed.